Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'downstream occlusion' was not reproduced. A review of the event history log (ehl) revealed occurrences of 'downstream occlusion' messages. The reported condition was verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be an out of calibration force sensor. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.